Event description:
A malfunction was reported on the pump by the caller, who noted no significant events leading up to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted in the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.